Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out-of-range (oor) pacing impedances above 2000 ohms. Another rv lead was successfully implanted. No additional adverse patient effects were reported.